Manufacturer narrative:
Cause was traced to design. Action item is in place.

Event description:
Tampons fall apart inside you-vagina [foreign body in reproductive tract]. Tampons fall apart inside you [device breakage]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via email that the tampons fall apart inside of her. No serious injury was reported. Follow-up: 07-sep-2021: returned product identified as ontex l. Please see reports 1216894-2021-00101 & 1216894-2021-00102 for the 2 reports regarding the regular and super products respectively that were not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons fall apart inside you-vagina [foreign body in reproductive tract]. Tampons fall apart inside you [device breakage]. Case description: consumer reported via email that the tampons fall apart inside of her. No serious injury was reported.